Manufacturer narrative:
The customer has stated that the second patient has passed away and the clinical cause was rhabdomyosarcoma.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for two patient samples tested for the elecsys troponin t hs assay (tnths) on a cobas 8000 e 602 module (e602). The customer stated that the sample results were not corresponding to the clinical diagnosis of these patients. Erroneous sample results were reported outside of the laboratory. The first patient sample initially resulted as 352.5 ng/l. The sample was repeated, resulting as 352.5 ng/l. The sample from the second patient, collected from a (B)(6) male patient, initially resulted as 450.3 ng/l on (B)(6) 2017. The sample was repeated, resulting as 446.4 ng/l on (B)(6) 2017. The sample was tested for troponin I on a dxi analyzer, resulting as < 0.03 ng/ml (cutoff = 0.04 ng/ml). The sample was also tested for troponin I on a vidas analyzer, resulting as 4.9 ng/l (cutoff = 25 ng/l). A new sample was collected from this same patient and the tnths measurement on this sample was still elevated. Both patients were transferred to the hospital where acute myocardial infarction was not diagnosed by the cardiologist. The second patient has had no clinical symptoms. No adverse events were alleged to have occurred with the patients. The serial number of the e602 analyzer was asked for, but not provided.

Manufacturer narrative:
Samples from the patients were provided for investigation. Some samples were slightly hemolytic. The values obtained at the customer site were duplicated. A general reagent issue was excluded. Elevated values may occur in patients with myocardial injury, as seen in unstable angina pectoris, cardiac contusions, and heart transplants. Elevations have also been seen in patients with rhabdomyolysis and polymyositis. Results should be interpreted in conjunction with clinical presentation including medical history, signs and symptoms, ECG data and biomarker concentrations. Each laboratory should investigate the transferability of the expected values to its own patient population and if necessary determine its own reference ranges. Hemolysis may also cause possible interference with the assay.

Manufacturer narrative:
For both patients, elevated ctnt (cardiac tnt) values were also detected with the previous generation elecsys tnt assay. Serum fractionation of the patient samples indicates that the entire elecsys signal is coming from ctnt. The measured tnths values in the complained samples are considered to be true positive.